Manufacturer narrative:
Device lot number, device expiration date, device manufactured date updated. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x38mm synergy drug-eluting stent was advanced but the device was unable to cross the lesion. When the device was removed from the patient, it was found that the edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x38mm synergy drug-eluting stent was advanced but the device was unable to cross the lesion. When the device was removed from the patient, it was found that the edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.